Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer, and a physical evaluation could not be performed. However, a photograph of the actual sample was provided for review and it was confirmed the the top cap chamber from the venous line is misassembled. The reported event was confirmed in accordance with the picture received. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The reported event was confirmed in accordance with the photograph received of the actual sample.

Event description:
A user facility biomedical technician (bmt) reported the combi set was pulling air into the lines because it was not sealed properly and the molding on top had also broken off. The bmt stated that due to the air being pulled into the lines, the blood could not be returned to the patient. Upon follow-up, the bmt stated there were no loose connections noted prior to the event, and no machine alarms. There was nothing unusual noted during the prime. No defect was seen on the combi set prior to use. The patient was able to complete treatment after being set up with new supplies on the same machine. The occurrence date of the event was unknown. The bmt confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. It was reported the estimated blood losses (ebl) was approximately 250 ml. The bmt stated the combi set was discarded and was not available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported the combi set was pulling air into the lines because it was not sealed properly and the molding on top had also broken off. The bmt stated that due to the air being pulled into the lines, the blood could not be returned to the patient. Upon follow-up, the bmt stated there were no loose connections noted prior to the event, and no machine alarms. There was nothing unusual noted during the prime. No defect was seen on the combi set prior to use. The patient was able to complete treatment after being set up with new supplies on the same machine. The occurrence date of the event was unknown. The bmt confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. It was reported the estimated blood losses (ebl) was approximately 250 ml. The bmt stated the combi set was discarded and was not available to be returned for evaluation.